Event description:
I switched to a new formulation of clear care contact solution. The new version is called hydraglyde contact solution. I could not at first figure out why I developed very cloudy vision. Even after removing the contacts, my vision remained cloudy for the remainder of the day. I was concerned because my vision was very cloudy. Had I needed to drive somewhere, I do not think it would have been safe. My vision cleared up over night. I have been wearing my glasses until today. After putting in my contacts which had been cleaned in the clear care hydraglyde solution, my eyes became irritated and cloudy again. It dawned on me that I switched to this new version of cleaning solution. After a web search, I see that many people are having similar experiences. On (B)(4), of over 200 reviews, 92 percent of people give the product 1 star because of the problems they have had. No first aid or medical attention received. Product type: grooming. I still have the product in my possession: yes. The product was damaged before the incident: no. The product was modified before the incident: yes. I still have the product. I called and left a message with alcon. May we include your report, including any documents or photos that you have attached to your report, but without your name and contact information, in cpsc's public database: yes, you may include my report with any attachments on saferproducts.gov. May we release your name and contact information to the product manufacturer/importer/private labeler identified in your report: yes, you may release my name and contact information to the product manufacturer/importer/private labeler. Document number: (B)(4). Report number: (B)(4).